Event description:
We received an allegation of discrepant high results for 4 patient samples tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) on a cobas 6000 c501 module. Patient 1 initial result was 13.43%. The repeat result was 7.11%. Patient 2 initial result was 6.77%. The repeat result was 5.26%. Patient 3 initial result was 7.32%. The repeat result was 5.97%. Patient 4 initial result was 7.44%. The repeat result was 5.46%.

Manufacturer narrative:
The c501 module serial number was (B)(6).